Event description:
Caller tested 4.7 inr, 5.1 inr, and 2.0 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system however test strips are no longer available.

Event description:
Further investigation of the product showed the following comparisons in the memory of the meter: 4.7 inr, 5.1 inr, and 2.0 inr on the coaguchek xs system. It is not known if separate fingersticks were used for these results. No treatment information provided. No adverse event reported. Requested return of suspect system however test strips are no longer available.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Device not returned to manufacturer.